Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the alaris syringe module alarming and not detecting cardinal health monoject syringe. The customer noted that cardinal health is "now producing monoject syringes, " and noticed that the 20ml size is "slightly different compared to the covidien monoject syringe." Both cardinal health and covidien monoject 20ml syringes use the same model number ref (B)(4). The same was also identified with 6ml cardinal health and covidien syringes, ref (B)(4). Additionally, it was reported issues with the non-bd syringes ("cardinal/covidien") leaking with use on alaris pump. Although requested, customer stated that it is "unknown" if the event occurred during patient use. However, the customer stated that "pharmacy services was notified that cardinal monoject 20 ml syringes were not programmable on icumedical¿s medfusion pump. This prompted an investigation into whether or not this syringe was programmable into alaris pumps ¿ it was not." Bd learned additional information through due diligence. It was reported by the customer that the syringe module returned to bd for investigation was not involved in a patient event. The customer added that they have transitioned all their syringes to bd brand, and "all other brands were discarded."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alaris syringe module alarming and not detecting cardinal health monoject syringe. The customer noted that cardinal health is "now producing monoject syringes, " and noticed that the 20ml size is "slightly different compared to the covidien monoject syringe." Both cardinal health and covidien monoject 20ml syringes use the same model number ref (B)(4). The same was also identified with 6ml cardinal health and covidien syringes, ref (B)(4). Additionally, it was reported issues with the non-bd syringes ("cardinal/covidien") leaking with use on alaris pump. There was patient involvement but no harm.